Event description:
A customer reported obtaining unexpected negative reactions on galileo echo instrument (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the result files. The camera files appeared as expected. No errors occurred during testing. Review of the images showed that cell 2 visually appeared to be positive (2+). The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results. An immucor field service engineer performed the unexpected reactions checklist and preventive maintenance. Qc type and screening assays were performed and four patient samples were tested with acceptable results. The instrument operated within specifications with no problems observed.